Manufacturer narrative:
Physio-control evaluated the device and was unable to replicate the reported issue. The device data were reviewed, however without the specific event date the reported issue could not be verified. It was observed that the device needed some other unrelated repairs. The customer rejected the price quotation and the device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not perform a defibrillation shock. Later it was reported that this occurred during two patient events. In this particular event the device reportedly had not delivered a shock to a patient in ventricular fibrillation (vf). The operators were performing CPR at the time. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the customer was unable to provide this information.